Event description:
It was reported that subsequent to the implant of a protegen sling, the patient suffered injuries, and the device was removed. The device was not returned for evaluation.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced bloody vaginal discharge and vaginal erosion.